Manufacturer narrative:
Date rec¿d by MFR:14jan2019. The manufacturer's field service engineer was unable to confirm the reported problem. The manufacturer's field service engineer tested the device and determined that it was operating at full functionality. No repair was required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 21jan2019. International UDI # (B)(4). No reporter phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the blower was hot. There was no patient involvement. Event date not specified; estimate used.